Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). The ccc specialist reviewed the instrument files. Quality controls were in range. A siemens customer service engineer (cse) was dispatched to the customer site. The cse was on site on (B)(6) 2018 and ran mix test which failed. The cse also replaced the sample mixer cable and printed circuit board (pcb) assembly. The cse ran mix test again and it passed and ran 20 cycle precision runs, which resulted in two abnormal assay errors. The cse cleaned all the drains and probes and ran 30 cycle precision runs, which resulted with no errors. The cse returned to the customer site and replaced the sample mixer. As per the dimension vista operator's guide, samples that are flagged with "abnormal assay" e143 cannot be reported. The operator must rerun the sample. The customer did not follow the instructions in the operator's guide. The cause of the discordant, falsely low glu result is unknown. The instrument is operating within manufacturing specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low glucose (glu) result was obtained on a patient sample on a dimension vista 500 instrument. The discordant result was flagged with "abnormal assay" and was reported to the physician(s). The sample was repeated on the same instrument, resulting higher. The repeat result was reported to the physician(s) as a correct result. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low glu result.